Manufacturer narrative:
Reference record (B)(4). The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic jejunal tube (j-tube). The patient¿s spouse reported that on (B)(6) 2019, the patient pulled out the j tube, which was pushed back in. On (B)(6) 2019, the patient¿s spouse reported that the j tube was gone. The patient went to the emergency room and a CT scan revealed that the j tube was missing and was not in the jejunum. On (B)(6) 2019, it was reported that the patient was hospitalized since (B)(6) 2019 due to the j tube being stuck in the transverse colon. At the time of report, the patient is on enteral feedings and cannot stand to assist.